Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed error in logs: electrical test fails code # 119. The fse performed troubleshooting and discovered the plug connection between the mainboard and solenoid driver was loose. All plug-in connections were adjusted, the device was checked again and the problem was resolved. In addition, the fse performed further maintenance work; replaced expired safety disk assembly and batteries. Functions and calibration were checked and tested ok. The fse performed further functional and safety checks to meet factory specifications. The device had no safety deficiencies and has been cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) malfunctioned during operation and was then replaced by another unit immediately, by the participating cardio technician. The therapy was continued with no patient harm. It was later clarified that the iabp device stopped with an alarm tone and displayed electrical test fails (etf) #119. This event occurred while the iabp was being used on a patient. No death or injury was reported.